Event description:
Report received: physician was performing a catheter placement and lung collapsed while catheter was being placed from the right side. The pt was transferred to the ICU where he expired.

Manufacturer narrative:
During a hemostream dialysis catheter insertion procedure, the pt's lung collapsed and he subsequently expired. After further contact by our medical affairs department, the complaint info suggests that the guidewire used during the procedure was the cause of the lung collapse which led to the pt death. The guidewire used was not angiotech's product.